Manufacturer narrative:
Reported event: an event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's hip was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision due to infection. Delta ceramic head was revised to new one. Sleeve or metal head should be used. Surgeon decided to just follow-up if there are no complications in the near future.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision due to infection. Delta ceramic head was revised to new one. Sleeve or metal head should be used. Surgeon decided to just follow-up if there are no complications in the near future.